Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID-(B)(6). It was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 292, 281,170s and heparin was given. A pre-implant balloon valvuloplasty was done with a 26mm balloon. The final implant depth at non-coronary cusp (ncc) was 4.27mm and at left coronary cusp (lcc) was 4.74mm. On (B)(6) 2026, the patient had high blood pressure and medications were given to patient. An echocardiogram (ECG) performed during the 30 day follow up visit showed a sinus rhythm and left bundle branch block (lbbb).

Event description:
Clinical information: crd_1059 - vista nova study, patient site ID: site ID- eu2299 638 (ae-r985035001)it was reported that on (B)(6) 2026, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. The length of the membranous septum was 6.3mm and there wasn't significant amount of calcification extending beneath the aortic annular plane in the interventricular septum. During procedure, the activated clotting levels were 292, 281,170s and heparin was given. A pre-implant balloon valvuloplasty was done with a 26mm balloon. The final implant depth at non-coronary cusp (ncc) was 4.27mm and at left coronary cusp (lcc) was 4.74mm. On (B)(6) 2026, the patient had high blood pressure and medications were given to patient. A echocardiogram (ECG) performed during the 30 day follow up visit showed a sinus rhythm and left bundle branch block (lbbb). The patient was reported stable.

Manufacturer narrative:
An event of arrhythmia and hypertension was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of the reported hypertension may be attributed to the patient¿s underlying condition, such as calcification; however, this remains unconfirmed. The reported heart block appears to be a cascading effect hypertension. The unexpected intervention noted was result of case specific circumstance as medication was provided. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.